Event description:
Two gore viabahn endoprosthesis were implanted in the bilateral superficial femoral arteries on successive days ((B)(6) 2010 and (B)(6) 2010). On (B)(6) 2010, the patient presented with recurring claudication in the right leg. The viabahn device was occluded and a thrombectomy was performed. The patient then presented with symptoms of left leg compromised blood flow. The thrombosis and declot in the left leg was performed. The viabahn devices remained implanted.

Manufacturer narrative:
The investigation is in progress pending the receipt of add'l info.